Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) visited the customer site. The cse performed a water test and found a small amount of chlorine from the aspirate probes. After replacing the bleach valves, the cse found the aspirate probes were more contaminated. The cse performed a rinse on the system with water and confirmed that the probes were clean. The cse revisited the customer site the next day and replaced defective bleach valve and base pump. The cse performed daily cleaning procedure and retested the water, which passed. The customer performed calibration and qc, which were within range. The cause of discordant, falsely elevated ca 27.29 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cancer antigen 27.29 (ca 27.29) result was obtained on one patient samples on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca 27.29 result.